Event description:
It was reported that the patient experienced an unsafe decline in oxygen saturation after being anesthetized for an scs trial. The anesthesia provider and trial physician decided to abandon the procedure, and the patient's oxygen saturation recovered within a few minutes.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.